Event description:
The manufacturer received information alleging that a patient was receiving assisted ventilation from a trilogy ventilator device. The patient suffered from cardiac arrest when the dreamwear mask became disconnected from the patient and the patient subsequently expired. The manufacturer has requested the return of the mask for evaluation, but the device has not yet been received. At this time, we are unable to confirm the allegation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a patient was receiving assisted ventilation from a trilogy ventilator device. The patient suffered from cardiac arrest when the dreamwear mask became disconnected from the patient, and the patient subsequently expired. The mask was returned to the manufacturer's quality product investigation lab for evaluation and was found to meet manufacturer specifications. No defects or abnormalities were observed. The manufacturer concludes the mask did not cause or contribute to the reported event.

Manufacturer narrative:
The manufacturer previously submitted this report with incomplete evaluation, and it has been reported as: the manufacturer previously reported receiving information alleging that a patient was receiving assisted ventilation from a trilogy ventilator device. The patient suffered from cardiac arrest when the dreamwear mask became is connected from the patient, and the patient subsequently expired. During the investigation, the manufacturer observed that mask assembly had no physical damage or defects and was in a normal design orientation. The manufacturer observed foreign white particles on the silicone and faceplate areas of the cushion. This was indicative of patient contamination caused by patient usage. The exhalation flapper valves were checked by flipping the cushion. Both flapper valves moved freely. The dreamstation was powered up and pressure was applied to the mask assembly. The exhalation flapper valves sealed as designed. No leaks were observed or heard. During testing if either flapper valve was pressed in, once released, it sealed as designed. The manufacturer could not confirm the complaint of "mask failed" and could not determine the root cause for the complaint. Section h6: type of investigation, findings and conclusion codes has been updated/corrected.